Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure unk on what tissue was the suture used? Unk. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) unk. Did the patient undergo another surgical procedure to remove the suture? Just remove the suture not in operation room. Was resuturing performed? Unk. Was medical intervention required to treat the patient condition? Results? Unk. Other relevant patient history/concomitant medications unk. What is physician¿s opinion as to the etiology of or contributing factors to this event reaction for suture. What is the patient¿s current status? Stable.

Event description:
It was reported that patient underwent a tracheotomy procedure on (B)(6) 2019 and suture was used. Post-op, it was noted that the incision turned red and swollen after 6 days. The patient underwent a removal of the stitches and the patient condition changed better. The current condition of the patient was reported as stable. The surgeon opined that the patient experienced a reaction to the suture. No additional information is available.